Event description:
It was reported that atrial lead bipolar impedance was checked with the programmer three times and each time had an increased value. The atrial lead remains in use. It was also noted that the right ventricular (rv) lead has a possible fracture and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.